Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type :catheter. (B)(4).

Event description:
It was reported that the patient was having a magnetic resonance imaging (MRI) study due to a new onset of back pain. It was also noted the patient was currently admitted to the reporter¿s facility for this new pain. The medication in the pump was unknown. Additional information has been requested, but was not available as of the date of this report.